Event description:
Customer stated that he has had problems with the infusion sets. The cannula is floppy and it bends. Customer receives his supplies from edgepark. The insulin pump does not alert him of the bent cannula, he does not know until he removes the infusion set. The insulin pump is not alarming no delivery. The customer has been hospitalized twice for diabetes ketoacidosis due to bent cannulas. The blood glucose reading from previous day was 375 mg/dl. Customer was vomiting and nauseated. The blood glucose reading at the time of the event was 900 mg/dl. Customer was taken to the hospital by his parents. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)